Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump battery life did not last as long as expected. During troubleshooting with customer technical support, the reporter confirmed that the battery life issue persisted despite battery changes. There was no allegation of an adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the battery life alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 11/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2016 with the following findings: during investigation, the pump was unable to power on. Further testing for battery life was not able to be performed. There was corrosion found in the battery compartment. There was no physical damage found to the pump or battery cap. A leak test was performed and no leaks found. The pump case was opened and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a battery life issue was unable to be tested due to moisture damage.